Event description:
Customer reported that he ran out of test strips and was not delivering boluses as much, so he ended up wearing an infusion set an extra day to finish off the insulin. The device alarmed low reservoir and then no delivery. Customer's blood glucose was 528 mg/dl. He stated that the issue was resolved with a complete set change. Customer was advised to call if the issue recurs for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).